Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The physician was stenting a predilated high-grade de novo lesion in the circumflex artery. The physician advanced the stent/delivery device across the lesion and inflated to 9 atms to successfully deploy stent. Following deployment, he was unable to deflate the balloon. The physician increased the atms to 11, then 14, but the balloon still would not deflate. The physician used a different inflation device, then pulled negative using a 20 cc syringe. He was unable to advance or retract the catheter. The patient developed chest pain and s-t segment elevations during the event. The balloon started to slowly deflate after 17 minutes. The physician was then able to retract the catheter, but the balloon became stuck in the guide wire catheter in the left main coronary artery, and again in the sheath. The balloon was removed intact, but partially inflated. The physician indicated the patient was discharged to home the following day and is doing well.